Event description:
The customer's father reported via phone call that the insulin pump "broke" and alarmed button error. The caller did not know what caused the button error alarm, stating that the insulin pump had literally broken before. The caller did not know the blood glucose reading. The caller did not observe any significant events leading to the alarm. He stated that the device had neither been dropped nor exposed to moisture. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was noted on the keypad traces. No button error alarm was noted during testing. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.